Manufacturer narrative:
The "damaged/used" 1700-005 cleartrace electrode was not returned for evaluation of "patient burned by electrode", therefore this complaint is unconfirmed. The manufacturing date, lot size and review of the manufacturing documents were not obtainable as the lot number of the device involved in this complaint has not been provided. A 2-year review of product family history has revealed only this one complaint for "burn." (B)(4). This failure mode is addressed in the risk documents. To date there have been no reported long term adverse effects from this incident however, an investigation has been initiated to prevent further recurrences. The conmed cleartrace 1700-005 electrodes are solid gel, single use, disposable devices that are intended to be used by experienced and trained medical personnel in hospitals, clinics, physician offices and pre-hospital environments. The instructions for use (IFU) provide the following warnings and precautions: -"select and prepare electrode sites according to your health care facility's protocol for ECG monitoring." -"the electrode sites should be clean, dry and free from skin oil prior to electrode application." -"check the expiration date on the un-opened pouch of electrodes. Electrodes must be used before expiration date indicated on the package." -"apply solid gel electrodes to the skin by gently pressing down the center, moving toward the edge of the electrode to assure firm attachment to the skin." -"to minimize skin trauma during electrode removal, lift slowly and gently from the peel tab or electrode edge." Device discarded at facility.

Event description:
As reported by the user facility, during a hospitalization for knee pain, a patient was "burned from the cleartrace electrode." Follow up with the facility revealed that the patient's wounds were classified as 2 x 2 centimeter open blisters to his right upper abdomen and chest, requiring an extended hospital stay and treatment for wounds. The wound care nurse applied a medihoney patch to both sites and recommended that they be changed every three (3) days. The patient was discharged home on (B)(6) 2017 with the patches in place but no further information regarding current patient status has been received. Questions regarding the hospitals electrode protocol, how long the patient was wearing them or when the injury occurred have gone unanswered to date.